Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report #3005099803-2012-02129 addresses the first cre balloon, manufacturer report #3005099803-2012-02130 addresses the second cre balloon. It was reported to boston scientific corporation on (B)(6) 2012 that two cre balloon dilatation catheters were used during an esophagogastroduodenoscopy (egd) procedure of the pylorus. According to the complainant, the first cre balloon was inserted into the endoscope, but could not be advanced. The exit marker on the catheter of the device accordioned. A second cre balloon was inserted into the endoscope and attempted to be advanced, but the same problem occurred. The second device's exit marker also accordioned. The procedure was completed with a third cre balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report #3005099803-2012-02129 addresses the first cre balloon, manufacturer report #3005099803-2012-02130 addresses the second cre balloon. It was reported to boston scientific corporation on (B)(6) 2012 that two cre balloon dilatation catheters were used during an esophagogastroduodenoscopy (egd) procedure of the pylorus. According to the complainant, the first cre balloon was inserted into the endoscope, but could not be advanced. The exit marker on the catheter of the device accordioned. A second cre balloon was inserted into the endoscope and attempted to be advanced, but the same problem occurred. The second device's exit marker also accordioned. The procedure was completed with a third cre balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient age and weight are unknown. However, it was reported the patient is over 18 years. The exact event date is unknown; however it was reported to have occurred approximately two weeks prior to (B)(6) 2012. The reported event of exit marker bunched up (accordioned). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation results: visual evaluation of the device revealed that the preloaded guidewire was kinked and the catheter had been cut below the exit marker and balloon. Visual evaluation of the balloon portion of the device could not be performed as the balloon was not returned. The portion of the catheter containing the exit marker was also not returned; therefore, the complaint that the exit marker detached could not be confirmed. However, the reported damage to the exit marker could have been due to forcible catheter advancement or withdrawal through the endoscope. In the case of this event, silicone spray was not applied to the balloon prior to insertion through the scope, as directed by the directions for use, which likely caused difficulty advancing the device and subsequent damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.